Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter; product ID 8596sc, serial# (B)(4), product type: catheter. (B)(4). Analysis of the catheter found the anchor and sutureless (sc) connector were damaged at explant.

Event description:
It was reported that the catheter had been explanted due to a catheter issue. Since the previous catheter revision on (B)(6) 2012 (refer to manufacturer report # 3004209178-2012-00520) there had been progressive increase of the baclofen pump. There was increased tone/spasticity that was not responsive to the rate increases. The patient symptoms were objectively hypertonicity and subjectively ¿feeling tight.¿ on (B)(6) 2012 the rate was increased from 125 micrograms (mcg) per day to 145 mcg/day. On (B)(6) 2012 it was increased form 145 mcg/day to 165 mcg/day. On (B)(6) 2012 it was increased to 205 mcg/day. On (B)(6) 2012 it was increased to 230 mcg/day. On (B)(6) 2012 it was increased to 280 mcg/day. On (B)(6) 2013 it was increased to 330 mcg/day. On (B)(6) 2013 it was increased to 379 mcg/day. On (B)(6) 2013 it was increased to 415 mcg/day. On (B)(6) 2014 it was increased to 455 mcg/day. On (B)(6) 2014 it was increased to 526 mcg/day. The location of the catheter issue was unknown. The issue required reprogramming and replacement. A dye study was attempted on (B)(6) 2014 but the clinician was unable to withdraw fluid from the catheter access port (cap) so the dye study was aborted. Intra-operatively on (B)(6) 2014 when the neurosurgeon disconnected the existing catheter from the pump there was no retrograde flow of cerebrospinal fluid (csf) and no csf was able to be aspirated form the proximal end of the catheter with a needle attached to a syringe. The decision was made to explant the entire existing catheter segments and replace them. A catheter occlusion was suspected. The patient was discharged post-operatively on (B)(6) 2014 on an infusion rate of 25- mcg/day with tone well controlled. Follow-up was scheduled for (B)(6) 2014 for a visit in the clinic and increase titration of the daily rate if indicated by the patient¿s clinical presentation. The system was being used to deliver gablofen (baclofen).